Manufacturer narrative:
The device evaluation is anticipated. However, the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results.

Event description:
It was reported that after the kit was connected to the patient, the arterial pressure showed -30mmhg on the nihon koden monitor after zeroing. The shape of the waveform and if the waveform along with the value matched or not is unknown. The device was exchanged and the problem was solved. It is unknown if there were any error messages observed. The patient was not treated based on the inaccurate value. There were no patient complications reported.

Manufacturer narrative:
Received one dpt without any attached components. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Dpt zeroed and sensed pressure accurately on the pressure monitor. The pressure did not show any drifting during the output drift test and met specifications. Electrical testing showed that dpt electronic components were intact because both input impedance and output impedance were within specifications. Zero-offset also met specification. No visible defect was found from dpt cable connector. No actions will be taken at this time.